Event description:
It was reported that the patient presented for a follow-up in the clinic. Upon interrogation, it was noted that the atrial lead exhibited a mode switch due to noise oversensing. No intervention was performed and the patient was in stable condition. The patient will continue to be monitored.